Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer could not get blood return from the transducer line. The iab was replaced with a new one, but the same issue occurred. The customer then tried a different sheath of the same size, but had the same issue. They then used a larger sheath, and were able to get blood return from the line. There was no patient harm, or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath and dilator were also returned. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty aspiration of the inner lumen. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer could not get blood return from the transducer line. The iab was replaced with a new one, but the same issue occurred. The customer then tried a different sheath of the same size, but had the same issue. They then used a larger sheath and were able to get blood return from the line. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab used.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer could not get blood return from the transducer line. The iab was replaced with a new one, but the same issue occurred. The customer then tried a different sheath of the same size, but had the same issue. They then used a larger sheath and were able to get blood return from the line. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab used.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).